Event description:
The following was reported to hamilton medical ag: summary: unit alarms with high frequency, low tidal volume.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: unit alarms with high frequency, low tidal volume.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - device evaluation: root cause: additional information regarding the circumstances of the incident (as described by the initial reporter): "according to the staff at the hospital: patient was in asv mode when the resp rate jumped suddenly from 20 to 65. Staff also mentioned patient was unstable, filters on vent changed and it was noted that the patient tidal volume was 60-70. Bolus sedation and roc given but no change on the vent. Decision made to switch vent. It was noted that patient was easy to bag during switch. Vent switched, resp rate and tidal volume returned to values before incident. This morning patient is ventilating as expected on switched vent." There was no indication of a serious deterioration in health of the patient. Root cause: the described issue could not be reproduced since the incident occurred. The device was tested and worked according to specifications after the incident. Log files were obtained and analyzed but the content did not reveal any abnormal ventilator behaviour. There is no indication that the ventilator malfunctioned at the time of the incident. The most probable root cause of this incident is a use error: an overly sensitive setting of the flow trigger (indicated in the log files) may have led to self-triggering and to the observed patient outcome. Not being aware of the overly sensitive setting, the staff decided to change the ventilator to proceed with the treatment.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: unit alarms with high frequency, low tidal volume.